Event description:
The dr. Reports that one clip dropped inside the patient during use in an laparoscopic cholecystectomy evaluation procedure. The clip was removed without injury or complications to the patient.